Event description:
In 2008, I received a biomet ebi fracture walker plus fracture boot from my foot surgeon. My problem is I had a severe allergic contact dermatitis to the liner of the boot, at the incision sites and area of still healing trauma fracture blisters. Dates of use: 2008. Diagnosis or reason for use: healing midfoot resection. Event abated after use stopped or dose reduced? : yes. Event reappeared after reintroduction?: yes.